Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Troubleshooting performed with the customer referring to the limitations and interpretation of results sections of the corresponding package insert: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Hcg product information notice (pin) was discussed with the customer. The pin reiterates the limitations and intended use of the test kit. Devices not returned for investigation.

Event description:
On (B)(6) 2019: patient urine was tested on the henry schein one step+ hcg urine cassette. The result was negative at 3 minutes, however, it changed to positive at ~4 minutes. The patient's urine was tested again (customer unable to confirm if it was the same urine sample used in the first test). Again, the test read negative at 3 minutes and positive at 4 minutes. No diagnosis (pregnant/not pregnant) was made based off the henry schein one strep+ urine cassette. The patient was sent for confirmatory testing the same day, (B)(6) 2019. Confirmatory test results came back positive at 150miu/ml. Based off confirmatory testing, the patient is determined to be pregnant. The patient was referred to an alternate provider/facility for ob/gyn assistance. Customer confirmed there was no treatment based upon, provided, or withheld based on the results obtained on the henry schein one strep+ urine cassette.